Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr (B)(6) was unable to implant the sphere. He didn't find grip with the thread of the sphere in the metaglene. He had to take another sphere to complete the procedure. No patient consequence.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the affected product was returned for analysis. Based on the information received and the investigation performed. No product failure was identified, the need for corrective action is not indicated. Depuy considers this complaint closed. It may be re-opened if any relevant information is received. Device history lot: the DHR analysis of the (B)(4) revealed that the product was initially conform to the specifications. For this batch, there was no deviation or non-conformance. This batch was manufactured in (B)(4) 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.